Event description:
As reported for this event, the device grey connector was broken with missing piece. There is no harm reported to any patient.

Manufacturer narrative:
Additional information is not yet available for this event. Field service engineer (fse) went on site to evaluate and repair the device. Fse found the grey connector broken and replaced it. Equipment was repaired and verified according to original equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h6, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping. The connecting tube was unable to be connected as connector loosened and came apart. For the likely cause of the loosened connector, the user may be applying stress to the connector toward loosening direction, and the stress was accumulated over time, or the connector may have been hit by something hard. The user can detect the event by inspecting equipment in accordance with the following instructions for use (IFU) statements: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents.